Event description:
It was reported that both leads exhibited loss of capture and sensing due to dislodgement which was confirmed by an x-ray. The dislodgement was caused by twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.